Manufacturer narrative:
Investigation summary: "bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 100 retained samples from each lot number provided were taken and visually inspected, and the issue of condensation was not observed during the inspection. Bd was unable to confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements." . There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2150173, medical device expiration date: 2023-06-30, device manufacture date: 2022-05-30. Medical device lot #: 2122569, medical device expiration date: 2023-05-31, device manufacture date: 2022-05-02. Medical device lot #: 2130342, medical device expiration date: 2023-05-31, device manufacture date: 2022-05-10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes customer has found condensation inside the tube. The following information was provided by the initial reporter. The customer stated: "customer reports that there is condensation inside the tube for item 366643, lot no. 2150173, 2122569, 2130342. All product was stored in their climate controlled area of the warehouse. Customer needs confirmation if product can still be used and is inquiring on what may have caused the issue.".